Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up when externalized conductors were observed via diagnostic imaging. The electrical function of the lead was normal. The patient will be monitored with routine follow-up, possibly waiting for the device change out to address the lead issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.